Event description:
It was reported that during tka case the femoral array has moved when verifying the 4 in 1 one cutting block and case was completed as manual procedure.

Manufacturer narrative:
H10: the device was being used during treatment when the femur checkpoint moved 11.34mm at checkpoint verification after cutting the femur and prior to cutting the tibia. The log files and case screenshots were returned for evaluation. The DHR was reviewed for software version (rc-6001) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint includes information for if the bone tracker array has moved during surgery. The relationship of the device and the reported event has been established. The case screenshots show that reveal that the checkpoint had moved at checkpoint verification after cutting the femur and before cutting the tibia. Factors that could have contributed to this issue was the tracker being rotated from an edge to a flat. While the tracker may seem tight and rigid on an edge, it can still move to a flat during the case. Therefore, it is recommended to the surgeon to check that the trackers are fully tightened with a t-wrench while on flat. Additionally, the partially burred holes for the cut block could have caused a discrepancy due to the burrs not being changed when drilling the holes. Lastly, the manual cut could have contributed to the reported event because as the handpiece tracker goes out of view, the mode in the software is not updated and cannot be used to determine where to cut. It is recommended that the surgeon use exposure and speed control mode. Therefore, the root cause of the reported event was due to user error. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. It has appears the femoral array has moved at exactly the same point in time in 3 cases. Is there a known glitch involved with turning the burr control off, or indeed has the array moved at exactly the same time, 3 times in a row. Based on the information provided, the patient injury/impact beyond the modified procedure could not be concluded; therefore, no further medical assessment is warranted at this time.